Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The manufacturers service technician was unable to duplicate the reported event, however verified an oxygen device failed occurrence in the device diagnostic history. The service technician is awaiting customer approval for the recommended replacement of the oxygen solenoid valve and data acquisition pcb board to address the reported problem.

Manufacturer narrative:
Awaiting customer approval to repair device. Awaiting customer approval to repair